Event description:
The ultra-thin sds balloon dilation catheter was observed to have a leak during the pta procedure. The pt was undergoing an av fistulagram and angioplasty of the stenotic region of the vessel. During inflation of the balloon at the target lesion, device behavior was observed to be abnormal. Following removal of the balloon, a pinhole leak was observed near the tip of the balloon. The procedure was successfully completed using a new device. No pt injuries or complications were reported. The pt's status was reported as 'fine'.